Manufacturer narrative:
(B)(4). Additional manufacturer narrative: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after a little under 3 weeks in use, the cuff was found to be leaking. Patient required an emergency ambulance transport to the hospital for a cannula change. No permanent adverse effects to patient.

Manufacturer narrative:
One used tracheostomy tube was returned for product evaluation. Visual inspection revealed no damage, faults or abnormalities with the device. During functional testing, the device cuff was pressurized with air and the entire device was submerged in water. No bubbles (indicating a leak) were observed escaping the device. During further testing, the cuff was inflated with 18cc of water and the device was allowed to rest overnight. The cuff retained the 18cc of water, no water loss was detected. Review of the device history records revealed no non-conformities during manufacturing. The returned tracheostomy tube was confirmed to operate as intended. The reported product fault could not be duplicated.